Event description:
It was reported that the patient had their implantable neurostimulator replaced due to early battery depletion. It was noted that the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Lead model 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, lead model 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 3116, serial # (B)(4) showed no significant anomalies. It was noted that the epoxy bonds on the b+ and b- hybrid circuit were broken. The battery voltage was 0.072 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.